Event description:
Medtronic received a report during an MRI call that the 6 concerto coils implanted on (B)(6) 2023 all migrated from the biliary tree to the jejunum. No patient symptoms or complications were reported with this event. There was no death. Resolution: answered question or provided education/documentation.

Manufacturer narrative:
Continuation of d10: product ID nv-4-10-helix (unknown); product type: ; implant date n/a; explant date n/a product ID nv-4-10-helix (unknown); product type: ; implant date n/a; explant date n/a product ID nv-4-10-helix (unknown); product type: ; implant date n/a; explant date n/a product ID nv-4-10-helix (unknown); product type: ; implant date n/a; explant date n/a product ID nv-4-10-helix (unknown); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.